Event description:
It was reported that during a thrombectomy of the leg in the native vessel the "plastic coating degloved" from the catheter exposing the wire from balloon to approximately 6 inches. There was no retrieval necessary. There was no resistance during insertion/normal resistance during extraction and the clot was soft. There were no patient complications reported. Patient status was unchanged.

Manufacturer narrative:
One embolectomy catheter was returned without the packaging for evaluation. The tip of the catheter had been damaged; the body tube appeared to have been pulled apart. The balloon and balloon windings were visually inspected and the proximal windings and the spring tip were stretched 15cm. There were no missing components. This condition may occur when a pull force of 0.5 lbs on the inflated balloon (per IFU) has been exceeded. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. Although the reported nonconformance was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that procedural factors and device handling may have contributed to the event. No actions will be taken at this time.